Event description:
During a cryoablation procedure performed in (B)(6), flush liquid (without blood) was leaking from the haemostatic valve of the flaxcath steerable sheath (catheter introducer). The patient was fine at the end of the procedure and no adverse event occurred.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.